Manufacturer narrative:
(B)(4). Date sent: 12/3/2020. D4: batch # u5cx2k. Investigation summary: the analysis results found that the ec45a device was returned sterile and with no apparent damage. Further analysis showed that packaging contained an ec60a device inside in it. The incorrect component has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Upon visual inspection of two photos, the following was observed: the first photo shows a package from the top view with product code ec45a, lot # u94g6f and exp. Date: 2023-05-31. In addition, the lot number was reviewed, and it belongs to an ec45a device. The second photo shows a device inside of its package, and it belongs to an echelon flex 60. Therefore, the tyvek and device do not match. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, the surgeon noted that the physical object is not in conformity with the packing. The packaging was for an ec45a, but the device was actually an ec60a. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.